Event description:
Customer reports receiving a blood glucose of over 500 mg/dl on their medisense optium blood glucose monitor. They then reported feeling symptoms of hypoglycemia; sweating, unable to focus, drowsiness. They had some ice cream and orange juice before calling the paramedics. Customer was then transported to the hosp where they were diagnosed with hypoglycemia and an intravenous treatment was administered in order to stablize glucose levels. It was noted that the customer did not have their meter calibrated properly at the time of this incident.

Manufacturer narrative:
The customer's products have been requested back for investigation.